Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (BAV) was completed. As the pre-implant BAV was completed, the patient began to decompensate. The delivery catheter system (DCS) was then inserted into the patient via their femoral artery and advanced to the aortic annulus. As the valve was fully released from the DCS, resusc itation attempts were initiated as the patient became hypotensive. As the patient became slightly more stabilized, a follow-up assessment revealed central and paravalvular leak (PVL) regurgitation. Subsequently, the attending physician decided to implant a second valve rapidly. The regurgitation was then slightly reduced; however, the patient still could not be stabilized and ultimately died. The resuscitation efforts lasted 45 minutes.

Manufacturer narrative:
Section D references the main component of the system. Other medical products in use during the event include: Brand Name EVOLUT FX DCS; Product ID D-EVOLUTFX-34 (Lot: UNKNOWN); Product Type: 0195-HEART VALVES; Implant Date: N/A ; Explant Date: N/A. H6. The codes present in Section H6. correspond to multiple components/products that comprise this reported event. A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.